Manufacturer narrative:
(B)(4).

Event description:
This lead had high impedances of > 3000 due to a loose setscrew. The pocket was opened and the setscrew tightened. This lead remains implanted and no adverse patient side effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.